Manufacturer narrative:
The returned reagent packs were investigated and it was determined the top labels of the reagent packs were slightly off center but the observed variation in label positioning was not enough to cause an assay precision issue. A field service engineer (fse) reported and had traced the cortisol assay performance issue to faulty reagent dispense probe #1. The probe began dripping fluid approximately between 20 and 30 priming steps of the pump. The fse replaced the pumps, valves, connectors, fittings, probes, tubing but the issue persisted. The fse then replaced the wash buffer reservoir and resolved the fluid leak. Cortisol assay precision and quality control (qc) was acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the wash buffer reservoir was the cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported failed cortisol assay precision performance during the installation of a new unicel dxi 800 access immunoassay system. Onsite service personnel reported the cortisol assay precision was greater than 15% which exceeded the precision claim of the cortisol assay instructions for use (IFU). Beckman coulter field support associate stated the reagent pack label positioning was at an offset. The instrument was not used for diagnostic testing purposes at the time of the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.